Manufacturer narrative:
Based on the claim against the product by the customer noting left eye was out, an investigation was created to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer to set up site visit, but the customer declined service. The customer informed the fse the system was being donated to a local college and the site no longer needed the repair. The probable root cause of the left eye in the surgeon side console (ssc) was black cannot be determined based on the information provided by the isi technical support engineer (tse) or by the fse (due to the customer not wanting to perform troubleshooting steps or for site visit). This complaint is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted benign hysterectomy surgical procedure the left eye in the surgeon side console (ssc) was black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the left eye in the surgeon side console (ssc) was black. The customer stated the images for the left and right eye were available on the touchscreen. The surgeon was not willing to power cycle the system and continued to operate with the right eye image. The customer stated they will attempt to perform a power cycle once the surgery was completed. System was offline at the time of call and no error logs were available. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.